Event description:
It was reported to covidien on 8/11/2009 that a customer had an issue with a surgical kit. The customer reports the lite glove in the mini-plus kit is too loose. One lite glove fell off and landed directly in the sterile field during a surgical procedure. The surgeon did prescribe antibiotics for the pt.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.